Event description:
The customer reported that the instruments stick in the trocar cannula. The customer switched to another trocar cannula and the case was completed as planned. No pt injury was reported.

Manufacturer narrative:
The samples have been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).